Event description:
Caller reported a malfunction on the pump, specifically identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, advising the customer to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The customer was informed about receiving a pump with updated software and acknowledged the instructions for storing and returning the defective pump. The customer agreed to program their settings into the new pump and connect their continuous glucose monitor (cgm) to it.